Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was deployed in multiple locations but each position resulted in higher than acceptable thresholds. Throughout the deployments the physician was encouraged to flush the delivery system but refused as it was already connected to a flush on a pressure line. After around 6 or 7 deployments the ipg was removed and a ¿huge¿ clot was found on the tip of ipg which had presumably prevented adequate deployment. A new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.